Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1sln6 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 25-jun-2022, UDI#:(B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was to get device registration information. The caller stated that the patient had system or a portion of the system removed. The reason for the removal was that the patient had a seizure that caused damage to the wire. The patient had the system replaced with a competitors system. The caller did not know when the system became damaged but the competitor's system was placed in march 2021. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed registration information.